Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the actual sample was provided for evaluation. Visual inspection of the photograph was performed which observed damaged on the tube; there was evidence of a leak below the damage (the cloth was wet). The reported condition was verified. The cause of the condition could not be determined. Additionally, retention samples were visually inspected with no damage noted. The retention samples were gravity and leak tested under water with no observed issues or leak. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was malformed and leaked during infusion of etoposide mix. The reporter stated that the set had an ¿additional ridge on the tubing¿. It was reported that the ¿tube presents perforation at one end of the deformation of the ridge, the material of the tube is wrinkled, deformed and that is where the perforation and leakage occurs¿. There was no patient injury or medical intervention associated with this event. No additional information is available.